Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient and contact reported that the dexcom g7 sensor was not pairing with the ilet, showing code 9221. The sensor had been placed ~4 hours prior, and dosing had stopped. Alerts included sensor reconnecting and sensor failed. Firmware was confirmed up to date. The agent advised replacing the sensor. At the time, blood glucose (bg) was 299 mg/dl (on fingerstick). A new sensor was applied, code entered, and the case was transferred to dexcom. Later, on (B)(6) 2025, the patient called again, believing the new sensor was not functioning. However, the sensor completed its warm-up shortly after the call began. The agent collected blood glucose questionnaires (bgqs), confirmed bg was trending down, corrective algorithm corrected the bg. No further assistance was required. The patient reported no symptoms during the event, and no medical intervention required at the time of call.